Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted after meeting release criteria. At follow-up approximately 2 months post-implant, the closure device had shifted, leaving a 6mm gap. No intervention is planned.